Manufacturer narrative:
(B)(4). (B)(6).

Event description:
As part of (B)(6) study (B)(6) experienced change in stem position noted on 1-year follow-up radiographical examination as "varus tilting 3°". Aemb classified this event as adverse device effect (ade). The event was not considered serious as no indication of treatment or significant complications due to this event were noted. Please be aware that as part of study reporting phase all sbg observational study data underwent a systematic review. Any indication of previously undocumented adverse events have been collected and underwent an uniformed sponsored review by aemb. Events were never classified as adverse event by the reporting surgeon but have only received sponsor's classification by the aemb on 16th july 2018. No further information available nor able to be obtained.

Manufacturer narrative:
Results of investigation: a change in the position of a sbg stem was reported. No device was returned for evaluation. No batch number was communicated. A 3 degree varus tilting was noted on 1-year follow-up radiographic examination, the corresponding x-rays were not available. No information on a treatment or complication as result of the reported issue was provided. Based on the available information no investigation can be performed. No further actions have been initiated. If additional information become available in the future this investigation will be reopened.